Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of connectors. There was no patient involvement.

Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.